Event description:
It was reported that during an angioplasty procedure, a vessel dissection occurred. The equalizer balloon catheter was advanced to a calcified lesion in the right iliac artery and inflated twice. The vessel dissected when the balloon had been inflated for 20 seconds, using a 30cc syringe. The procedure was completed with the implant of a non-bsc stent. Add'l info has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, history trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.